Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they were using the therapy and the implanted neurostimulator shocked him and they turned the therapy off since (B)(6) 2025. Patient stated they haven't used the therapy for a while because they had back surgery and didn't want to keep the therapy going when they were hurting. Patient mentioned they broke ribs again and they can't reach to charge the implant. Patient stated healthcare provider (hcp) told him to charge up the implant and they will have to figure out what to do with the implant and lead. Patient started charging the implant and getting the passive recharge mode screens and implantable neurostimulator (ins) is recharging at good quality and ins red and controller 80% charged. Agent reviewed device function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt said the manufacturer representative (rep) helped recharge the battery. Issue was resolved.